Event description:
It was reported that pump experienced malfunction alarm with code referenced as malf 12 following no notable events. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.